Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, at the completion of imaging, the physician noted piece of guidewire had detached and remained in the patient. No intervention was performed and the fragment was left in the patient. The patient was stable with no adverse consequences.